Manufacturer narrative:
.

Event description:
Pre-dilated tried to advance protege into a highly calcified lesion. Protege would not cross and was removed. Additional balloon dilations were performed and protege was re-introduced, however, would not cross lesion. The stent would not deploy. The protege was then removed without incident. They partially deployed outside of body, so the physician felt the problem of deployment was due to calcified lesion. A second stent was introduced.